Manufacturer narrative:
No implant was able to be returned as it remains in the patient. The x-ray taken a few weeks after implantation shows the rod slippage, presumably from the locking cap loosening. The risk is overall low and within anticipated levels. No cause could be determined as to the reported issue.

Event description:
It was reported that creo locking caps have been found loose with subsequent rod slippage post operatively.